Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 failed. The field service engineer (fse) found no hardware failures upon arrival. The fse checked the drawer cubies using the hardware test application, and all sensors and cubies were functional. The fse reseated the row board cable for drawer control board to resolve the issue. The customer fully inventory counted the drawers successfully. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed hardware. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.